Event description:
Boston scientific received information that during a follow up, interrogation revealed a supraventricular event was detected as ventricular tachycardia (vt). Several shocks and antitachycardia pacing were delivered without terminating the rhythm. The inappropriate shocks led to therapy exhaustion. An internal technical service consultant was contacted regarding this episode. It was determined the rhythm did not correlate to the normal sinus rhythm template which led to the inappropriate therapy. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains implanted and in service. Should additional information become available, this event will be updated.